Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to encoder out of phase. Insulin pump was unable to perform displacement test due to constant motor error alarm. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer insulin pump was alarming motor error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.